Event description:
It was reported that 10 patients with a cemented knee implant are experiencing mild to severe pain.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24420155. This report will be amended when our investigation is complete.